Event description:
Reportedly, while attempting to do a low anterior resection, the surgeon placed the pi around the rectum. His register closed the handle once then proceeded to close the handle a second time, he hesitated a little and then fired. The surgeon resected the bowel and upon checking the staple line found that the instrument did not fire. Consequently, this resulted in further complications and great difficulty with suturing the rectum closed.